Event description:
The patient was implanted with a 3.5mm lcp reconstruction plate, a 3.5mm lcp t-plate and eight screws approximately (B)(4) 2012 for a pilon fracture. It was reported that the patient developed a non-union. A series of follow up x-rays were taken on unknown dates that revealed a broken reconstruction plate. Revision surgery was performed on (B)(6) 2013. All hardware was removed and the patient was revised to a distal tibial plate. The surgery was successfully completed. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Date of implant approximately (B)(6) 2012. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for manufacturing revealed no complaint related issues.